Manufacturer narrative:
Returned explanted blue monofilament segments were examined, the ir spectrum obtained and the composition of the returned explanted blue monofilament sutures was determined to be polypropylene, which is consistent with prolene. A number of competitor blue monofilament sutures is made of polypropylene as well.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the initial procedure operative note? Date of index surgical procedure; product code and lot # of product used; patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) on what date did the patient begin with symptoms/feelings within the wound? The patient demographic info: age, weight, bmi at the time of index procedure does the patient have known allergic history to medical device, food or medications? Will the explanted unknown suture piece be returned, return date, tracking information? What is the patient current status?

Event description:
It was reported that the patient underwent episiotomy procedure on an unknown date and suture was used. Following the procedure, the patient was struggling with the feeling of residual material within the wound. Time did not resolve the issue and the patient returned to the operating theatre on (B)(6) 2016 and residual suture material was removed. Additional information has been requested.